Event description:
Clinic notes dated (B)(6) 2014 note that device diagnostics were within normal limits. Clinic notes dated (B)(6) 2014 note that the patient has experienced issues with the position of the device over the last several months and now complained of pain related to stimulation of the device. At times the patient states the pain is not tolerable. The notes indicate that the patient's seizure frequency is much improved due to the device itself. The patient complains about pain in the neck at the site of the device. The patient also complains that pain in the left side of the chest is close to the device. It was noted that the generator seems to be hanging and it makes her more uncomfortable. The patient has tenderness at the site of the generator and also in the neck where the lead is placed. The notes indicate that the pain is intensified with magnet use. It was noted that the problem appears to be due to the suspension of the device. Device settings were adjusted and the patient was referred for an appointment with a neurosurgeon. The patient underwent generator replacement. The generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the generator was completed on 07/10/2014. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2014, it was reported that the patient was referred for breast implant surgery as she has no breast tissue to attach the device to. Surgery is likely but has not taken place.

Event description:
Additional information was received stating that the vns patient¿s lead was not replaced during the procedure on (B)(6) 2014. The replacement generator was tested with the existing lead and diagnostic results showed lead impedance within normal limits (impedance value - 3459 ohms). The patient¿s replacement device was programmed back on previous device settings.

Event description:
Clinic notes dated (B)(6) 2013 stated that this vns patient recently relapsed and began to have spells of confusion several times each day. The patient was seen on (B)(6) 2013. When the patient was seen on (B)(6) 2013, she had return to her baseline neurological status. Apart from the complex partial seizure with awareness and confusion impairments, there were no other positives in the patent¿s review of systems. The patient complained of pain at the generator site due to the sagging nature of the device related to the site of implant. The patient wanted breast augmentation and evaluation of the implant site. The device was interrogated, and the settings had been recently adjusted on (B)(6) 2013 to abort seizures. The patient was now doing well. The patient¿s condition was stable. Surgery is likely but has not taken place. Attempts for additional information have been unsuccessful.